Event description:
The device was returned to the manufacturer for low battery. No patient complications were reported.

Manufacturer narrative:
Analysis results revealed broken weld(s) at bond wire pad(s).